Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger won't charge. Patient (pt) said they spoke to someone today and they went through everything and it still wouldn't work and was told to call and get another one. Agent walked patient through resetting the charger. Patient confirmed the cord was fully intact and the green light was on the recharging base. Pt was then seeing a green light flash on the bottom battery of recharger and agent advised its currently charging to the wall for now however very low. Pt wondered where his settings went and wanted to adjust and couldn't find it. Agent walked pt and wife through the handset which prompted to connect to communicator and to enter sn. Caller was able to enter and did get a message that the implantable neurostimulator (ins) was too low for therapy and that ins had to be charged. Agent advised to continue charging recharger to the wall and will call back to get help charging the ins next. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned one time the intensity came up and they turned it up and got it too high but they couldn't ever find the intensity again to turn it back down. Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they couldn't adjust stim to turn the stimulation down because it was too high. Patient stated they are currently recharging their implant which is at 80%. Agent walked patient through closing out of the recharger app and opening the mystim recharger app. Patient was able to connect to their ins, confirmed stim was on and turn their stimulation setting down to 5. Agent asked if the therapy setting felt more comfortable now - patient said they were unsure and agent recommended monitoring for a bit. The troubleshooting steps that were taken on the call resolved the issue. Patient noted that the stim setting was originally 4.1 but they had turned it up to7 at one point. Patient reported then when they were sitting in a chair or riding in the car the felt "electric shocks" going down their left leg. Event date provided: "a long time ago".

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.